Manufacturer narrative:
E1: patient city: (B)(6).patient country: belgium.name: (B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that infusion set tubing had obstruction and the insulin flow was blocked on (B)(6) 2026.